Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter corporate product surveillance (cps) of one (1) non-dehp clearlink y-type catheter extension set in which the set "blew" during use "on a CT machine." The medication and other concommitant products that could have been used with this product have not been identified. There was no report of any patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.